Event description:
This customer reported an unspecified pacer failure error. There was no report of any pt involvement.

Manufacturer narrative:
(B)(4). This customer reported an unspecified pacer failure error. There was no report of any pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.